Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the silicone on the flange on a custom trach 4.0 swivel, 41l cuffed trach near the shaft of the trach on the left side near where the pilot balloon is located is cracked almost completely all the way detached. Custom trach was defective after one use. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected sample was returned for evaluation. The returned device was visually inspected by the unaided eye under normal plant lighting. The returned device had the short straight neck flange (i.e., listed as ¿e¿ on the custom templates). The neck flange had a tear that appeared to start on the top edge of the neck flange (when in situ) near the opaque stripe. The tear did not extend to the opposite side of the neck flange. The tear on the neck flange was observed on the same side as the inflation line. A pull test using an instron machine was performed on the returned device to determine the tear strength of the silicone. Twill tape was inserted through the eyelet of the non-torn eyelet and secured in the upper vice grip. The body of the device was secured in the lower vice grip, but the contact points were not consistent due to the uneven surfaces of the device (i.e., neck flange hub, folded neck flange and airway line) and the device pulled out of the vice grips before the intact eyelet or neck flange broke. The test was performed twice. The first test reached 5.6 lbf with an extension of 1.26 inches before the body of the device pulled out of the lower vise grips. The device was inspected, and no damage was visible to the eyelet or neck flange that was intact prior to the test, but the flange that had been received partially torn was completely torn when the device slipped out of the vice grips. The test was performed a second time, and the results were 17.36 lbf with an extension of 2.14 inches before the body of the device pulled out of the lower vise grips. The device was inspected, and no damage was visible to the eyelet or neck flange that was being pulled. Since no lot number or part number was provided for the device, no device history record or ordering history could be reviewed. The incoming records of the last three shipments received for the silicone were reviewed. All three certificates of analysis showed that the values for durometer (shore a), tensile strength, elongation, and tear die b were within the manufacturing requirements identified on the incoming receiving specification. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges and to not use forceps with sharp jaws to grip the locking strap as this can weaken it, causing it to fail in use. The IFU also states under cautions that during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. Based on the limited details provided in the complaint description, no assumptions can be made as to whether the device was handled in a manner consistent or conflicting with the IFU. The investigation confirmed that the returned sample had a tear in the neck flange, but it did not determine a manufacturing defect with the returned device.